Manufacturer narrative:
Correction: h4 this report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The event likely occurred due to use stress, external factors, or handling. The event can be detected/prevented by following the instructions for use which state: "cracks, dents, bulges, edges, scratches, holes, protruding metal wires from the inside, projections, slacks, deformation, bending, floating resin, peeling, peeling, etc. Visually confirm that there are no abnormalities such as adhesion of foreign matter or falling off of parts." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E1: (B)(6) hospital (fully documented here for maximum character limitation in respective field). The device was returned to olympus for evaluation and customer's allegation was confirmed. The bending tube and connecting tube was found to be dented. In addition to the connecting tube's coating peeling (1mm2 or more), the following was found: loss of water tightness due to a pinhole on the bending section cover, a chip on the bending section cover's adhesive, a wrinkle and buckling on the connecting tube, a below standard bending angle in the up direction as a result of angle wire wear, a noisy image due to a damaged charged couple device. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that the evis lucera bronchovideoscope had defects on the bending section cover and insertion tube. There was no report of patient harm. The device was returned and evaluated, and it was found that the image guide tube's coating was peeling (1mm2 or more). This MDR is being submitted to capture the reportable malfunction found during the device evaluation.